Manufacturer narrative:
510k: this report is for three (3) unknown cannulated screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Patient code (B)(4) -no code available used to capture required intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an (B)(6) 2018, the patient underwent revision of three (3) cannulated screws because screws were prominent and removal of two (2) cortex screws from a locking compression plate (lcp). Hardware was originally implanted on an unknown date due to an affected femoral neck. Cannulated screws were taken out and revised with three more screws.the screws were removed because it was too long and needs to replaced with a shorter screws. The procedure was successful with no surgical delay. The patient was stable after the surgery. Concomitant device reported: 2.7 mm lcp (249.680, lot number unknown, quantity 1). This report is for three (3) unknown cannulated screws. This is report 1 of 2 for (B)(4).